Event description:
Overdelivery reported. The pump was set to infuse a tpn solution (1879ml) at 75ml/hr. A new bag was hung at 6pm. At 8pm, the pump display indicated 706ml left to infuse, however, there was only approx 300ml left in the container. The pump was switched out. The pt did not experience any adverse effects. No further info was available.

Manufacturer narrative:
The pump passed performance verification testing and long and short term delivery accuracy testing. The frequency of death or serious injury reports for overdelivery for lifecare plum products is approximately .77/million sets.